Event description:
Same case as:. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 100-90% stenosed lesion being treated was located in the calcified, tortuous mid left anterior descending (lad) artery. The lesion was predilated. The physician deployed a 3.00x24mm taxus express2 drug eluting stent in the proximal to mid lad and overlapped the distal edge with a 3.00x12mm taxus express2 drug eluting stent. Ivus was performed and the procedure was completed successfully. Medications: aspirin and plavix. Five days post the intervention, the pt was taken for brain surgery. The pt had stopped the antiplatelets. During the procedure, the pt's blood pressure decreased temporarily. The procedure was successful. Once the pt was back in his room, he complained of chest pain. Angiography identified thrombus in the proximal side of the 3.00x24mm taxus stent. The proximal lad was totally occluded. A peripheral protected device and thrombosis aspiration catheter were used. The lesion was dilated with a 3.0x15mm quantum maverick. Timi flow 3 was established. Intra-aortic balloon pump (iabp) was placed and the pt was returned to his room. The iabp was removed 2 days post the reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.